Event description:
It was reported that: while ventilating a pt, the respiratory therapist reported that the device display turned blue and that the device stopped ventilating the pt. The user stated that no audible alarms were noted. The pt was transferred to an alternate device. It was reported that there was no pt injury.